Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient experienced pain shortly after primary knee surgery and component showed loosening upon imaging. Knee was revised and was found to be grossly loose. Doi: (B)(6) 2022, dor: (B)(6) 2022, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for analysis. Visual analysis of the x-ray evidence can confirm the allegation. There is evidence of attune rp tib base sz 5 loosening. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.